Event description:
The patient underwent an uneventful bilateral eustachian tube dilatation procedure along with radiofrequency of inferior turbinates and clarifix cryotherapy. Following the radiofrequency portion of the procedure the patient had some bleeding from the insertion sites on the inferior turbinate and surgical powder was placed inside of the nose. Over the course of multiple post operative visits the patient was treated with nasal moisturizers and emollients, nasal antifungal, oral antibiotics and debridement. The patient had an additional procedure to remove the remaining sequestrum and place a nasal septal button.

Manufacturer narrative:
Device not available.

Event description:
The patient presented a week after a clarifix procedure with necrotic tissue and a sequestrum of tissue and bone. The necrotic tissue was on the medial side of procedure site and the clarifix procedure was performed on the middle turbinate of the lateral side. There was a perforation of the septum and no additional necrotic tissue was noted inside the septum upon additional consultation. The surgeon also reported using a powder in the nose after the procedure. Further details have been requested.